Manufacturer narrative:
This report is submitted on august 24, 2021

Event description:
Per the clinic, the patient experienced a middle ear infection (not device related). The device was explanted on (B)(6) 2021. It is unknown if there are plans to re-implant the patient with another device.

Manufacturer narrative:
The device analysis report is attached. This report is submitted on september 17, 2021.